Event description:
The customer reported that the heartstart xl was experiencing issues with cardioversion due to a noisy ECG signal. There is no indication of patient impact. The patient was treated with a second defibrillator.